Event description:
Customer reported the pump failed the volume test. The device was received for evaluation. Performed the flow rate test and the device delivered 26.5 ml outside the range of >23.8 ml to <26.2 ml. Reviewed device log and found error 99. The central unit and power supply boards were replaced. Completed configuration, calibration and quality control testing. All tests passed. After repair, the pump was found to meet specification.